Event description:
The patient's mother reported that the patient has been in and out of the hospital for a few weeks with elevated blood glucose levels with nausea and vomiting, and had ketones present. She states the pump's clock was inaccurate and the symptoms may have been caused by the issue. On october 06, the patient was treated at the hospital with IV fluids. The patient's mother stated that she had the same symptoms on october 07, and was taken back to the ER. On october 11, the patient was treated and released from the ER once again. The pt was taken off the pump, placed on insulin IV and released the next day. The reporter could not give detail on the events leading up to the elevated blood glucose levels and subsequent hospitalizations. She says the blood glucose readings for each hospitalization were within the 500-600 mg/dl range. The pump delivery settings were confirmed to be correct. It is unclear from troubleshooting whether the delivery history matched the settings.

Manufacturer narrative:
The device has been requested for return, but was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.